Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty during the fill tubing process with a teflon inset 23-inch infusion set, receiving a proceed-blocking alert that resolved when supplies were removed and reattempted without them, indicating the piston functioned, and subsequent troubleshooting identified a leaking connector with visible drops at the connector and an insulin cartridge that became partially depleted without drops at the needle. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included successful reconnection and resumption of insulin delivery after replacement of all supplies and issuance of replacement supplies. Investigation included remote troubleshooting and user education. Investigation of this case revealed evidence consistent with a leaking fluid path at the connector. It was concluded that the event was attributable to a component leak in the infusion set connector, which was mitigated by replacing the affected supplies.